Event description:
Event description cpi received information indicating that a review of a holter monitor showed inhibition of ventricular pacing with this patient's implantable cardioverter defibrillator (ICD).